Manufacturer narrative:
One used 142560488 primary plum set was received for inspection on 10/16/23. A photo was returned by the customer showing a separation of the tubing from the prepierced y-site. The pre-pierced y-site was not observed in the photo provided. The prepierced y-site was attached as received. No damages or anomalies noted. Bond integrity testing on the prepierced y-sites bonds met performance expectations. The reported complaint can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used device pictured in the returned photo a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a primary plum set, 0.2 micron filter, pre-pierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch in which the customer reported that the set broke at pre-pierced y-site. The incident was observed during patient infusion of an unspecified chemotherapy medication. There was no exposure to the medication. There was patient involvement, however, no harm was associated with this event.